Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the carefusion field service representative (fsr) performed the operational verification procedure of the device and found the internal blender failed the blending calibration test. There were no parts replaced at this time as the customer has decided to purchase a hardware upgrade kit. Pending approval for the hardware kit installation, which will resolve this event, then a supplemental report will be submitted after a final investigation.

Event description:
The customer reported the internal blender fraction of inspired oxygen delivery is out of specification. The customer reported no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported deliver fraction of inspired oxygen (fio2) out of specifications was not duplicated therefore, no root cause could be determined.